Manufacturer narrative:
(B)(4). The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted (B)(4) regarding assistance with a defective cassette on the homechoice (hc) unit during use. Home patient (hp) stated that there is a hole in the cassette used in the therapy. The technical service representative (tsr) advised hp to discard supplies and when ready start again with new supplies. No injury or medical intervention was reported. The hp saved the set for pickup. Product surveillance spoke with the hp on (B)(6) 2010 regarding the reported problem. The hp said that he did save the set to send to baxter. The hp said that it looks like all five tubes were fused together outside next to the occluder bar, because they were all deformed, and the drain line is the one that had the hole in it. The hp was using the cassette and noticed the hole because of the moisture and wet table. The hp did not notice the hole prior to use. The hp notified his nurse and has been given antibiotics as a precaution but he said otherwise he is fine.

Manufacturer narrative:
(B)(4). Additional information: the actual sample was received for evaluation. A visual inspection found no obvious holes in the cassette; however, a defective tack weld with incorrect position of welds was noted in the center of the drain and fill line. A pressure test of the cassette found leaks at both the drain line and fill line. This report was confirmed for damage. Batch record was reviewed and no abnormality was observed. Based on the information gathered during baxter's investigation, the root cause of the report was a manufacturing issue. This product is inspected for visual and functional defects on a sampling basis. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.